Event description:
Wet towels and instruments noted in surgical trays. Trays never reached patients. Manufacturer response (as per reporter) for steam sterilizer, sterilizerreps called in & checked sterilizer. Ran air removal test and leak test, both passed.